Event description:
Info received indicates, the brake caster will lock and hold but the caster rotates if pushed from the side.

Manufacturer narrative:
The tech replaced the brake caster to repair the stretcher.